Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. Product ID neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
Information received from a consumer indicated the patient had spoken with other patients who experienced similar issues with pump and personal therapy manager (ptm) (lockouts, lockout interval, poor communication screen). The patient did not want to disclose the names of the other patients in question. Additional information was requested from the consumer regarding patient identifiable information regarding the others who experienced similar issues and what those specific issues were.